Event description:
It was reported that during an ablation procedure, the probe was placed and the thermocouple was not registering properly. It was noted that the probe was discarded and a second probe was placed. It was noted that the second thermocouple was measuring appropriately. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Additional information: review of the complaint files determined this MDR should not have been reported. This MDR was reported in response to a medwatch received by monteris. The event did not cause a death or serious injury, nor would it if the event were to recur.